Event description:
A report was received that the patient's primary cell ipg was explanted due to premature depletion of the ipg.

Manufacturer narrative:
A review of the manufacturing documentation for the primary cell revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient's primary cell ipg was explanted due to premature depletion of the ipg.